Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr). The first clip was implanted a2/p2 medially with no reported issue. Another clip was implanted lateral to the first clip. The leaflet insertion assessment was performed according to instruction for use (IFU). After deployment, a single leaflet device attachment (slda) was observed. The clip had detached from the anterior leaflet. Due to risk of stenosis, there was no attempt to implant a third clip. The patient is in good condition and final mr was grade 2-3. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. All available information was investigated, and a cause for the reported slda cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.